Manufacturer narrative:
The manufacturer healgen has completed the investigation. After reviewing the relevant manufacturing documentation associated with lot number 2203202eua, no irregularities were found. Tests retained from lot number 2203202eua were tested. All devices performed as expected when tested per the standard procedure. Based on investigations, manufacturer was unable to replicate the customer's complaint. No irregularities or deviations were observed in the manufacturing documentation for the complaint related lot. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported three false negative result for covid on clinitest covid19 self test when compared with result from unknown covid test at doctor's clinic. There was no reported injury due to this event.

Manufacturer narrative:
More information has been requested from the customer to perform further investigation. Customer performed one covid rapid antigen self-test each day for 2 days prior to visiting the clinic. Result of both tests were negative. On the day of second test, customer visited a clinic, where an unknown covid test was performed, result of which came out positive. Next day, customer took another siemens covid-19 test at home, result of which was again negative. In total, three siemens covid-19 antigen test result were negative. Customer had followed instructions mentioned in IFU and there was no shipping related damage. The cause of this event is unknown.